Manufacturer narrative:
No adverse event or patient impact was reported. Investigation ongoing.

Event description:
On (B)(6) 2018: discrepant creatinine results for patient in cancer center when compared to lab.